Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient developed a skin reaction that consisted of inflammation, dry skin and infection under the entire patch area. The patient underwent unspecified skin surgery. Postoperatively, the reaction was treated with prescription oral medication, zithromax. At the time of the report, the patient was okay but the area had a little swelling. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.